Event description:
Customer filed a user facility MDR report dated 11/02/04 stating that a portion of a laser fiber broke off inside the scope during a ureteroscopy procedure. The physician removed the scope from the pt and retrieved the broken portion of the fiber from the end of the scope. Customer stated that the broken fiber piece was "not left in pt". Per a telephone report from the customer, the broken fiber fragment was about 3-4 mm long. Per the customer, the fiber delivery device was a 365 micron fiber (item aa2692100, lot number not reported). Per customer, apparently the fiber was not available for eval by lumenis as it was thrown away by the hosp.

Manufacturer narrative:
Lumenis learned of the complaint from a copy of the enduser facility medwatch report which was provided by FDA to lumenis in 02/05 (3 months after the event). The customer did not contact lumenis. Lumenis attempted to obtain info from customer but customer did not provide complete pt and incident details. The surgical fiber was not returned to lumenis for investigation. Without additional details, no further conclusion can be drawn as to root cause. Per lumenis technical support, the laser used in the procedure in question appears to be the customer's sharplan ndyag surgical laser. This laser was installed 01/1990 per mfg and this model laser is now obsolete. The delivery device item number provided by the enduser (aa2692100) is a 365 micron surgical fiber that was compatible with the sharplan 2025 holmium yag surgical laser. This fiber is being discontinued by lumenis. Customer will be advised that the slimline 365 fiber has been tested and approved as a replacement for the aa2692100 fiber.